Event description:
Olympus was informed that the spare lamp of the clv-s45 had been illuminated just before the start of the laparoscopic inguinal hernia repair. Because the pt already had been taken to the operating room, the physician had performed abdominal open surgery and completed the procedure. The surgery had been completed without any problem. The pt was reportedly doing well.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2012-00283. Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. The manufacturer of the subject igniter circuit evaluated the subject igniter circuit and found that the element generating high voltage to ignite the lamp was broken. There is the possibility that the damage of the element is attributed to the variation in the lifetime of the element and/or the environmental temperature of the facility. The conclusion of this issue is no different from the initial report. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The referenced device was returned to the olympus for eval. The eval confirmed the user's report and found that the ignite circuit for the lamp was damaged. The exact cause of the damage of the ignite circuit has been not determined and it is under investigation. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. The exact cause of the reported phenomenon could not be conclusively determined. Olympus stated the appropriate handling of the clv-s45 in the instruction manual when the clv-s45 had abnormalities. The device will be serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.